Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to pass the guidewire through the sheath is confirmed but the exact cause is unknown. One guidewire within hoop and one guidewire within a microez dilator was provided for evaluation. One photo sample of a dilator and guidewire was also provided for evaluation. The components shown in the image appeared to correspond with the returned physical samples. Deformation on the distal end of the dilator was noted. Bunching and bending were present at the orifice of the dilator. The proximal end of the guidewire within the dilator was also found to contain a frayed coil wire. Microscopic inspection of the frayed guidewire section revealed the coils to be misaligned prior to the fraying of the wire. The weld tip was observed to be present. The deformation present on the dilator suggest the guidewire experienced resistance when being passed through dilator; however, the cause of the damage and deformation present on the guidewire remains unknown. Possible contributing factors include damage during manipulation prior to or during attempted use. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause. The guidewire within its plastic hoop was unremarkable to gross and microscopic inspection and may have been returned as a comparison sample.

Event description:
It was reported that the catheter placement was performed by the head nurse of the hematology department. During the placement, after the introducer needle was inserted successfully and the guide wire was entered, the operator planned to cross the distal end of the guide wire into the dilator of the micro-introducer sheath, but failed. The proximal end of the dilator was kinked in the process of connection. A new kit of introducer sheath was unpacked. But the distal end of the guide wire in the first kit was still unable to be crossed through the dilator of the new micro-introducer sheath. The catheter was eventually placed successfully without the use of any dilator. The process took about 1 hour in total.

Event description:
It was reported that the catheter placement was performed by the head nurse of the hematology department. During the placement, after the introducer needle was inserted successfully and the guide wire was entered, the operator planned to cross the distal end of the guide wire into the dilator of the micro-introducer sheath, but failed. The proximal end of the dilator was kinked in the process of connection. A new kit of introducer sheath was unpacked. But the distal end of the guide wire in the first kit was still unable to be crossed through the dilator of the new micro-introducer sheath. The catheter was eventually placed successfully without the use of any dilator. The process took about 1 hour in total.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of refv2294 showed no other similar product complaint(s) from this lot number.